Event description:
The patient reports undergoing cataract surgery with implantation of the crystalens in the left eye. During this surgery, there was some corneal scarring. Two weeks postoperatively, the lens vaulted in a z configuration and required intervention to exchange the lens. Preoperatively the patient reports his vision was 20/200; his current postoperative vision is 20/30. The patient reports diplopia, glare, hazy vision and blurred intermediate and distance vision.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.